Manufacturer narrative:
Lot number: product lot number was not provided. Initial reporter also sent report to FDA: mw5085896 and mw5086354 were received from the FDA. Additional information was received on 5/14/19. The consumer reported the reaction improved and she was able to have her pacemaker procedure seven days following the reaction. The reaction on her chest had reportedly improved, some itching and dry skin remained on her chest. The sites on her abdomen were still visible (red outline) where the electrodes had been applied.

Event description:
The FDA notified 3m of an adverse event via a medwatch report. A consumer reported the following information to the FDA: in 2018, ER placed 3m red dot ECG patches on me for monitoring. I told them that I had developed a reaction to the pads in the hosp 3 weeks earlier but considered it might be a random case because over the course of the last 4 years and numerous hosp stays no reaction such as this one was experienced. I was admitted for the purpose of ablation/pacemaker procedure. Two days later, the dr had to cancel my procedure right before starting because of the severe allergic reaction, wherever the pads were placed. My skin was deep red, raised, itchy and some were oozing. In between those areas, the skin was red and itchy. Dr would not risk infection, so procedure was canceled. I am now in hosp treating skin with steroid shots, ointments so this can clear, and we can go on with the procedure. I have pictures of the reaction and the patches that caused it. For some reason I can wear the pediatric patches without any adverse effects.